Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an error after performing fsca #312. When the device starts up, a loud continuous beep is emitted after a short time. The cardiosave does not start up completely either. The code f0 (watch dog timer (wdt) reset fault) is displayed on the executive processor board led. No patient involvement reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5, d5, h6 (medical device ¿ problem code). A getinge field service engineer (fse) observed when the device starts up, a loud continuous beep is emitted after a short time. The cardiosave does not start up completely either. The code f0 (watch dog timer (wdt) reset fault) is displayed on the executive processor board led. The device cannot be used. So far the customer has not ordered any repairs. No other information available, still waiting to receive a repair order from the customer. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit when starts up, a loud continuous beep is emitted after a short time. The cardiosave does not start up completely either. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation